Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed. Evaluation confirmed the reported complaint. The pneumatic block was replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf147) related to the main blower. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
During evaluation, visual inspection identified signs of water contamination in the pneumatic block. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to device misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).